Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. A review of the pump black box showed that loss of cartridge detection had occurred which was duplicated during testing. During the pump load step, the pump failed to detect the cartridge. A force sensor calibration test was performed and the force sensor was not detecting force correctly. The pump was opened and an electrical component in the force sensor circuit was found to be dislodged on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. During investigation, an electrical component in the force sensor circuit was found to be dislodged and the force sensor was found to be out of calibration. This report is made based on the results of investigation.